Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer: no, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +7.0/+1.0./x025 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was reported as having a refractive surprise. The lens remains implanted.

Manufacturer narrative:
Additional data: work order search. No similar complaints were reported for units within the same lot. (B)(4).